Event description:
Edwards received information that a 23mm pericardial aortic valve was explanted after implant duration of six (6) years due to stenosis and regurgitation, secondary to calcification. A mechanical valve was implanted in its place and patient was discharged. Patient was age sixteen (16) at the time of avr. Patient is active and doing well at the time of this report.

Manufacturer narrative:
The reported device was not returned to manufacturer. Without return of the explanted device the reported calcification cannot be confirmed. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: medical records were provided by the health care provider. Additional information was received in the form of an operative report and surgical pathology report.